Manufacturer narrative:
The reported leaflet tear was confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis, and was limited to a review of 2 photos from the field and production records. 2 photos appeared to show the valve contained a torn leaflet while still implanted. There also appeared to be a bent stent post, and the stent post from which the leaflet was torn looked close to the aortic wall; however neither the bent post nor the aortic wall interaction could be definitively determined with the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. That the selected valve size (23 mm) larger than the replacement valve (21 mm), was potential evidence of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2017, a 23mm trifecta¿ gt valve(serial# (B)(4)) was successfully implanted in the patient at legnano hospital. On (B)(6) 2020, the patient arrived in an unstable condition and underwent cardiac surgery due to acute aortic insufficiency and heart failure. In the operating room suspicion of mechanical failure of the perfectly implanted valve was confirmed. It was noted that the valve was "detached "at the insertion point. The valve was replaced with a 21mm intuity edwards and the patient is now stable. There were no signs of infection on the trifecta¿ gt valve (confirmed by negative culture test).